Event description:
Pt is status post liver and kidney transplant. Pt was started on crrt on (B)(6) 2017. During the nighttime hours, nursing staff noted the blood warmer sleeve to be hot to the touch and smoking. The pt suffered at least 2 2nd degree burns, one to be forearm and one to the flank area. The warmer was taken out of service. Dates of use: (B)(6) 2016 - (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.